Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to attach to holder. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found disposable device was not connected with the needle holder. The following information was provided by the initial reporter. The customer stated: before the nurse took venous blood for the patient, during the preparation process, it was found that when the disposable venous blood collection device was connected with the needle holder, the thread was not tightened tightly.